Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the detachment of the device was confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure and or user error. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents for this lot. It should be noted that the multi-link 8 coronary stent system, instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the 3.5 x 8 mm multi-link 8 stent was deployed, however, after balloon deflation the catheter met resistance with the 5 fr guide catheter and could not be removed. Force was used and the proximal shaft separated. The distal portion of the catheter was removed from the anatomy using a second access site and forcep clips. There was no reported adverse patient sequela. No additional information was provided.